Event description:
It was reported that at a clinic visit, this right atrial (ra) lead exhibited loss of sensing and loss of capture (loc). The health care professional (hcp) suspected the lead to have dislodged or perforated. During the lead revision procedure, dislodgment was confirmed. The hcp reprogrammed the lead and scheduled imaging testing for confirmation. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that at a clinic visit, this right atrial (ra) lead exhibited loss of sensing and loss of capture (loc). The health care professional (hcp) suspected the lead to have dislodged or perforated. During the lead revision procedure, dislodgment was confirmed. The hcp reprogrammed the lead and scheduled imaging testing for confirmation. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Dried body fluid and tissue were noted in the helix housing which normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.